Event description:
Metal pin detached. Oscillating disc came loose. Lower bristle plate came off. Entire brush head came loose from the hand piece - oral-b refills [device breakage]. Case narrative: the consumer stated on the phone that the metal pin in their oral-b refill had detached and the oscillating disc had come loose. The lower bristle plate had come off, and the entire brush head had come loose from the handpiece. The neck had broken, exposing the metal. The bristle plate had also come loose from the oscillating disc. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.